Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. The user¿s blood glucose (bg) level was 400 mg/dl with diabetic ketoacidosis and the user was hospitalized. Reportedly, the user was treated with intravenous insulin drip and was released from the hospital on (B)(6) 2016. The user successfully loaded a new cartridge.